Event description:
It was reported that the wire tip broke. A 180x25cm fathom -16 guidewire was selected for use in renal angiography for bleeding. The target lesion was moderately tortuous and non calcified. During the procedure, the doctor was having issues pushing the wire. When removing, the device was pulled back into catheter in one piece and it was noted that the wire broke in the middle part of the tip. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient has no issue post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire was distal tip was detached, stretched and unraveled. Microscopic inspection also confirmed that the guidewire distal tip was detached, stretched and unraveled. Dimensional inspection revealed the components were within specification.

Event description:
It was reported that the wire tip broke. A 180x25cm fathom -16 guidewire was selected for use in renal angiography for bleeding. The target lesion was moderately tortuous and non calcified. During the procedure, the doctor was having issues pushing the wire. When removing, the device was pulled back into catheter in one piece and it was noted that the wire broke in the middle part of the tip. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient has no issue post procedure.